Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: 2020-71237.

Event description:
A facility representative reported a patient with visual disturbances and unable to tolerate the diffractive optic following multifocal intraocular lens implant. A lens exchange was performed approximately six months following the initial surgery. Additional information is requested.